Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering and displayed no infusion alarm and had reoccurring insulin flow block alarm. Customer stated that they had high blood glucose the value of blood glucose was 400 mg/dl at the time of incident. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they had not tried different set or cannula lengths. Customer stated that the insulin was not being reused, mixed, or an insulin expired or denatured and they had rotated their sites. Customer stated that the tubing was neither bent nor kinked. Customer also stated that they have tried all recommended troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.